Manufacturer narrative:
Date sent to FDA: 7/2/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure, on (B)(6) 2013 - a robotic-assisted supracervical hysterectomy, a robotic-assisted sacrocolpopexy, a sling procedure and a cystoscopy. Mesh was implanted into the patient, tacked in place by ¿absorbable polydioxanone monoderm sutures.¿ it was reported that after (B)(6) 2015, (B)(6) developed symptoms of a recurrent prolapse and she had surgery for a recurrent stage iii cervical stump prolapse and failed abdominal sacrocolpopexy on (B)(6) 2016. The mesh had disintegrated throughout (B)(6)'s abdomen. The use of absorbable sutures during the (B)(6) 2013, surgery caused the mesh to disengage and disintegrate. No additional information is provided at this time.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Additional information.